Event description:
The customer reported that the shut off valve was leaking on the blender of the vela ventilator. There was no patient involved in the event.

Manufacturer narrative:
Vyaire file identification: (B)(4). The customer reported that they will not return the defective part/unit for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.